Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient underwent a patella resurfacing procedure on an unknown date due to range of motion issues and anterior knee pain.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that intervention occurred.  Should additional information be received regarding the intervention, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿

Event description:
It was reported that several patients underwent knee arthroplasties on unknown dates. Subsequently, patients have undergone manipulations under anesthesia on unknown dates due to range of motion issues. No revisions have been reported to date. No further information has been provided.